Event description:
It was reported that the monitor screen of the deflectable videoscope suddenly turned red and the white balance had to be readjusted. The issue occurred during a therapeutic, laparoscopic hernia procedure. The intended procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following sections of the instructions for use: ¿the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event." Olympus will continue to monitor field performance for this device.